Manufacturer narrative:
The technician found the caster was worn out of adjustment. He adjusted the caster to repair the bed.

Event description:
Information received indicates the left foot brake/steer caster is not braking.